Event description:
An incident occurred while performing an angiogram. Access was gained via athe right femoral artery. The glidewire was advanced through an entry needle. It was immediately noted under fluoroscopy that approx. 5-6 cm of coating had detached and was lodged in a pseudoaneurysm of the common femoral artery. The coating was successful retrieved utilizing grasping forceps through a 5 french catheter via the left femoral artery. The procedure was successfully completed via the left femoral artery. The pt experienced no sequelae as a result.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.